Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous right coronary artery. The lesion was predilated with an unspecified balloon and the 3.5 x 32mm liberte bare mr stent delivery system was advanced, but was unable to cross the lesion. The physician removed the device and noted that the strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)